Event description:
Ous MDR ¿ electrical measurements at implant were as follows: r=5, 6mv, pacing threshold = 0.7v at 0.5 ms. During follow up on (B)(6) 2012, the measurement had changed to: r=2.4mv, pacing threshold = 2.4v at 0.5 ms, shock = 67 ohm, pacing = 456 ohm. The pt is not pm dependent. The doctor thought the lead was dislodged. There was no indication given of any sort of intervention performed. All available info suggests that this device remains implanted.

Manufacturer narrative:
Ous MDR ¿ the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigation. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of quality documents confirmed a regular device mfg.